Manufacturer narrative:
(B)(4).

Event description:
It was reported after the device was twice cardioverted, the device was found in backup vvi mode. Device imaging revealed detection of possible high voltage lead issue and possible output circuit damage. The right ventricular lead was found damaged with lead insulation and lower out of range high voltage lead impedance was noted. The device was restored to normal function after a firmware was installed. System replacement is recommended. No further information is available.